Event description:
It was reported in a journal article that 12 hours post implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) the patient received four inappropriate shocks. Upon interrogation, a continuous baseline shift and frequent oversensing of low-amplitude signals were observed. It was noted that the noise was consistent with air entrapment. Post implant x-ray was not performed. Therapy was programmed off in the s-ICD. Seven days later electrogram (egm) analysis did not show any residual artifacts. Subsequently therapy was programmed back on and no further inappropriate shocks were reported. The s-ICD and electrode remain in service and no adverse effects were observed. The date of the incident is estimated. The serial number of the device and electrode are unknown at this time. An attempt to obtain the information from the author of the article is being made. No additional information is available. If additional information becomes available, the report will be updated at that time. Iavarone, michele, et al. (2023). "Air entrapment as a cause of early inappropriate shocks after subcutaneous defibrillator implant: a case series". Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2023.02.001.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.